Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer attempted to load a cartridge onto the pump to continue insulin therapy. The customer's blood glucose level was 232 mg/dl.